Manufacturer narrative:
The device is not available for evaluation as it was implanted. If additional information is provided, the evaluation results will be submitted in a supplemental report.

Event description:
It was reported that, "upon opening the psl shell, the surgery tech and doctor noticed a fiber type material on the edge of the shell. It wasn't known what the material was or if the fiber was in the package or got on subsequent to opening. After discussion and going through other shell options, surgeon decided to sanitize the same shell with a betadine fluid and remove the fiber. He proceeded to put the shell in the pt."